Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl. The customer was treated with manual injection. The customer was assisted with displacement test and it was passed. The customer stated that the drive support cap was normal. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.